Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent which prevented the cable from allowing the pump to charge. The customer's blood glucose (bg) level was 138 mg/dl. Multiple contact attempts were made by tandem technical support to confirm that an alternate usb cable worked to charge the pump; however, the customer did not respond.